Event description:
It was reported that the external pulse generator had a broken connector. The status of the generator is unknown. Follow-up is being conducted to obtain the serial number. No patient complications have been reported as a result of this event.